Event description:
It was reported that error 45985 occurred. This malfunction can prevent the pump from powering on correctly. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 7/8/2025. One device was returned for analysis. Visual inspection found a delamination (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue could be duplicated. Further investigation revealed a delaminated dso seal. The cause of the reported issue was a printed wire assembly (pwa) board. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.